Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6)2025 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, mitraclip inadvertently advanced into left ventricle during trajectory confirmation and entered anterior and posterior leaflet 3(a3p3). It was entangled in chordae. Troubleshooting was performed and was unsuccessful. The clip was deployed at a3p3. An additional mitraclip was deployed at a2p2. The mr was reduced to grade 2 post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported entrapment of device (clip caught on chordae) or improper or incorrect procedure or method. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported entrapment of device appears to be related to procedural conditions (device interaction with anatomy during trajectory confirmation). The reported unexpected medical interventions were results of case-specific circumstances. The reported improper or incorrect procedure or method was associated with the user not maintaining the clip above leaflets until ready to grasp. It was determined that this contributed to the reported adverse events; therefore, a letter will be sent to the account to address the deviation from the instructions for use (IFU) and its associated potential adverse events. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, mitraclip inadvertently advanced into left ventricle during trajectory confirmation and entered anterior and posterior leaflet 3(a3p3). It was entangled in chordae. Troubleshooting was performed and was unsuccessful. The clip was deployed at a3p3. An additional mitraclip was deployed at a2p2. The mr was reduced to grade 2 post procedure. There was no clinically significant delay.